Event description:
When they opened the outer package, they noticed the surface of the product was damaged different product was used during procedure. "As per cc form": when the application system was unpacked, damage to the blue catheter (flexor-plus) was visible and the product was not used. Another evolution was then implanted without any problems. The return for friday from the customer has already been arranged. Device evaluated on 28-jan-21: flexor kinked 92cm from the handle. Deployment/retraction was possible. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1775247 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th january 2021. In summary the following results were observed in the lab evaluation: kinked flexor observed 92cm approximately from the handle. Red shuttle deployment marker pass 04th point on the handle. Actuation of handle, deployment and retraction was possible. Stent deployed without any issues. Lock wire removed without any issues. Following the lab evaluation an additional information was requested to aid with this investigation: "at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. Unpacking. Did any part of the device contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. No. Was the product inspected for kinks or damage before use? Yes." Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1775247 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1775247 ; upon review of complaints this failure mode has not occurred previously with this lot #cc1775247. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. The damage could have potentially occurred when the user was taking the device out of the packaging as indicated in additional information this complaint occurred when unpacking . Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they opened the outer package, they noticed the surface of the product was damaged different product was used during procedure."as per cc form": when the application system was unpacked, damage to the blue catheter (flexor-plus) was visible and the product was not used. Another evolution was then implanted without any problems. The return for friday from the customer has already been arranged.device evaluated on 28-jan-21: flexor kinked 92cm from the handle. Deployment/retraction was possible.a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.